Manufacturer narrative:
(B)(4). The insulin pump was received with a scratched case, a cracked keypad overlay, a cracked case behind the insulin pump near the battery tube compartment, a pillowing keypad overlay and a serial number label fading. The test reservoir does lock properly inside the reservoir tube. However, the insulin pump was also received with a blank display due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. Moisture damage was also found on the motor, vibrator and force sensor during visual inspection. No moisture damage found on the keypad assembly.

Event description:
Information received by medtronic indicated that insulin pump got wet and crack on the battery compartment. The customer stated that they heard fluid when shaking the pump. No harm requiring medical intervention was reported. The device will be returned for analysis.